Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the event history log. The cause was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during therapy initiated on (B)(6) 2013 at 20:58:10. During night drain cycle eleven, the patient's ultrafiltration reading was 1712ml, indicating the home patient (hp) drained 1412ml more than their maximum programmed fill volume of 2000ml. No additional information is available.